Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This record relates to the right side. Device status unknown.

Event description:
Healthcare professional reported, a rupture. This record relates to the right side. Device has been explanted and replaced with a non allergan product.

Event description:
Device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ brown particles observed on the device. ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a rupture. This record relates to the right side. Device has been explanted and replaced with a non allergan product.